Event description:
The customer reported being hospitalized due to low blood glucose. The caller recent glucose reading was 120 mg/dl. Troubleshooting was declined as customer does not want to answer and does not remember a lot of things. The caller was not using the device at time of call. No further information was provided.